Event description:
It was reported that the customer's blood glucose was at 34 mg/dl when she woke up. She treated with a glucose tablet, waited ten minutes and then ate breakfast. Three hours later, her blood glucose was 194 mg/dl. Troubleshooting was performed. The drive support cap appeared normal. Insulin exited the tubing during manual prime and no leaks were found. Bolus history was found to be accurate. Customer did not wish to run high pressure test at that time. Otherwise, the insulin pump passed troubleshooting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.